Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms details regarding the patient¿s medical history, bone quality, fall/trauma history, and other additional clinically relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation, the clinical root cause of the reported broken ceramic liner and subsequent revision cannot be determined. The patient impact beyond the revision and associated post-operative healing pain cannot be determined. No further clinical assessment can be rendered at this time. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after thr, patient presented a broken international alumina ceramic acetabular liner 32 inner diameter 50-54. Further information is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.